Event description:
It was reported by service report that the bed would continue to lower when you let your finger off the button. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift motor.